Manufacturer narrative:
B5: additional information received : it was confirmed after the tevar there was still a dissection and thrombosis of the false lumen. The site assessed the dissection as possibly related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. Two 12 french sheaths were utilized during the index procedure. The patient underwent tevar for the chronic type a dissection with aneurysmal degeneration operation after 2nd aaa, but this did not seal off all the fenestrations with the arch vessels. The patient was offered an endovascular off-label aortic arch repair. The high-risk surgery was complete with no evidence of an endoleak. The patient recovered approx. 20 days post index procedure. The site assessed the type a aortic dissection as having no relationship to the study device and not related to the index procedure. The sponsor assessed the type a aortic dissection as possible related to procedure, not related to device.

Manufacturer narrative:
B5: additional information received: it was reported that non-medtronic stent grafts were implanted both proximally and distally in the valiant captivia along with six endoanchors to treat the ascending aortic aneurysm two weeks after the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.